Event description:
As reported by a respiratory therapist, the unit completely shut down its power during use on a pt with no audible alarm. The respiratory therapist applied a manual breath apparatus to the pt. Please note there was no death or serious injury in this case.